Event description:
Upon walking into patient room, the IV pump (plum 360 infusion system) that was previously continuously infusing had the following messages "insert plum set close lever" and "door opened! Infusion stopped! Close door." The infusion had been stopped by the pump. The pump was taken out of the room and a new pump was used for the same infusion. Approximately an hour later when entering the room, the new pump had stopped the infusion with messages saying, "new patient? Yes clears all settings. Programming not complete! Action required!" The new pump was exchanged for a third pump and the third pump did not have any issues for the rest of the shift. (Spark 60451)